Manufacturer narrative:
A complete lead was returned in one piece for analysis. External insulation abrasion was noted at 12.0 to 12.1 cm from the connector pin consistent with lead friction to the device can. This is consistent with the observation from the field of noise.

Event description:
It was reported that the right ventricular lead exhibited oversensing of noise. It was noted that the oversensing was causing pacing inhibition. The patient was slightly symptomatic. The lead was replaced. The patient was stable before, during and after the procedure.